Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory via review of the programmer printouts. Visual inspection of the lead bore identified foreign material on the ring spring due to a manufacturing anomaly. The cause of the high hv lead impedance was foreign material on the ring spring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device was explanted and replaced due to high, hv lead impedance. Patient condition was good after the event.